Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump shut down due to low battery, which caused the customer's blood glucose (bg) to elevate to 900 mg/dl with diabetic ketoacidosis (dka). Reportedly, the customer was unsure if the battery had depleted appropriately prior to the shutdown. The customer went to the emergency room and was subsequently hospitalized on the morning of (B)(6) 2018 due to the dka and reportedly received fluids and insulin as treatment. Reportedly, the treatment resolved the issue and lowered the customer's blood glucose to 160 mg/dl. Multiple contact attempts were made by tandem technical support to obtain the hospital release date and to determine the cause of the shut down, however the customer did not respond.